Event description:
It was reported that the patient had a confirmed motor stall caused by an MRI. The patient did not return to have his pump status checked after the MRI. Two days later during a pump refill and interrogation, it was noted that the pump motor had stalled and displayed the "stopped pump period may exceed tube set" message; the motor stall recovery message occurred upon interrogation. The patient was following up with their physician at the end of the month. The patient had no therapy or medical problem related to the event. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.